Event description:
Crew responded to a code call, defibrillation electrodes were attached to the pt and the device was turned on. Reportedly, the device indicated connect electroes and use of the device was inhibited. The crew checked the electrodes and the connection of the device and were unable to clear the connect electrodes indication. A back up device was electrodes indication. A back up device was obtained the defibrillation electrodes were replaced and care to the pt was continued. The pt was not resuscitated. The code was called at the scene. The reporter stated the downtime of the pt was unknown.